Event description:
It was reported that the loaner device would not hold small gage pin. The condition of the device was discovered during routine maintenance in house. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.